Manufacturer narrative:
(B)(4).batch # p55r38. The analysis results found that the tlc75 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal 6 drivers up without staples; the remaining drivers were down with staples present. In addition cartridge b was received fully fired, swing tab in locked position. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 7/5/2017. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device fired unsuccessfully on second attempt. Some staples fired closed, some were open, and the stapler jammed and would not advance further. Stapler was immediately replaced with a new like device. The procedure was completed with same/like device. There was no adverse consequence to the patient.